Event description:
Rptr alleged obtaining a discrepant blood glucose result of 257 mg/dl back to back with a result of 127 mg/dl on the compact plus sys when testing was performed less than 10 mins apart. Rptr indicated that he was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment rec'd. No adverse event reported. A request was made for the return of the suspect device and replacement prod was sent. Rptr stated that he no longer has the strips used and so no prod will be returned for eval.